Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 475 mg/dl, vomiting, and diabetic ketoacidosis. Bg was treated with intravenous insulin, zofran, and phengran. Reportedly, customer left the ER the same day; however issue reoccurred when customer reconnected pump. Customer alleged that the pump was not delivering insulin as intended; however this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.